Event description:
The distal tip of the line was placed in the pt. When the dr went to pull the line through the tunnel he had created on the chest wall, it was very hard. In the end the line became cloudy rather than transparent, because it had been stretched so far and the cuff became detached from the line and got left in the pt's subcutaneous tissues, which then had to be dissected out.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was discarded.